Manufacturer narrative:
(B)(4).

Event description:
It was reported that coil protruded from the tip of the catheter upon removal. A 4mm/3.7mm vortx¿ diamond - 18 was selected to be used. During the procedure, when the physician tried to release the coil, resistance was noted at the distal tip of the microcatheter. The physician tried to removed the coil from the microcatheter, however, removal difficulty was encountered. The whole system was removed together as a unit and it was noted that a fraction of the coil protrudes from the tip of the microcatheter upon removal. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An introducer sheath, coil plunger, retaining device and coil were returned. A visual examination was carried out and no anomaly noted with the introducer sheath, coil plunger and retaining device. Dried blood was present on the coil fibers and the coil was stretched at the proximal end. Microscopic inspection was done. Apex zap tip shape and surface was smooth. Base zap tip shape and surface was smooth. Dimensional inspection was done and all dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the microcatheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the guidewire and inside the microcatheter lumen.¿ (B)(4).

Event description:
It was reported that coil protruded from the tip of the catheter upon removal. A 4mm/3.7mm vortx diamond - 18 was selected to be used. During the procedure, when the physician tried to release the coil, resistance was noted at the distal tip of the microcatheter. The physician tried to removed the coil from the microcatheter, however, removal difficulty was encountered. The whole system was removed together as a unit and it was noted that a fraction of the coil protrudes from the tip of the microcatheter upon removal. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.